Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok button was difficult to press, required more than one press to respond and was sticking. The reporter confirmed no damage to the keypad. The patient reportedly wore the pump in a pump skin attached to the belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber keypad was intact. Evaluation revealed that the ok, up and contrast buttons were intermittently unresponsive and the down buttons responded appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.